Event description:
The physician was using the versiva 1000 laser fiber to break up a bladder stone. It was noted that the tip of the fiber broke off in the patient's bladder. The md used grasping forceps and irrigated the bladder with ellik evacuators and could not find the tip in the bladder after that treatment. He did not find the tip for inspection but he suspected that the tip was flushed out. Md note from the procedure: "the tip of the laser fiber actually fractured after just beginning the shockwave lithotripsy and was retrieved to the best of my ability and I believe was retrieved successfully as I described. This was a successful cystolithotripsy." The patient went to recovery room in stable condition after the procedure.